Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("a segment of coiled metallic wire is present within the myometrium at the fundus"), pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. 787221) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: yaz and loestrin fe. Past adverse reactions to the above products included contraception with loestrin fe and yaz. Concurrent conditions included stress urinary incontinence and sarcoidosis since 2006. Concomitant products included duloxetine hydrochloride (cymbalta). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant) and dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("abnormal bleeding menorrhagia") and abdominal pain ("abdomen pain"). The patient was treated with surgery ((B)(6) 2015, hysterectomy with bilateral salpingectomy.) Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, dysmenorrhoea, dysfunctional uterine bleeding, migraine and headache outcome was unknown and the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, fatigue and abdominal pain had resolved. The reporter considered abdominal pain, device breakage, dysfunctional uterine bleeding, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events dysfunctional uterine bleeding, vaginal bleeding and dysmenorrhea. Most recent follow-up information incorporated above includes: on (B)(6) 2018: medical record- event a segment of coiled metallic wire is present within the myometrium at the fundus was added. Follow-up 2 and 3 processed together. On (B)(6) 2018: plaintiff fact sheet- all relevant medical history condition, concurrent condition, concomitant medication and events abdominal pain, fatigue, headache, migraine was added. Follow-up 2 and 3 processed together. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("a segment of coiled metallic wire is present within the myometrium at the fundus"), pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. 787221) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: yaz and loestrin fe. Past adverse reactions to the above products included contraception with loestrin fe and yaz. Concurrent conditions included stress urinary incontinence and sarcoidosis since 2006. Concomitant products included duloxetine hydrochloride (cymbalta). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant) and dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("abnormal bleeding menorrhagia") and abdominal pain ("abdomen pain"). The patient was treated with surgery ((B)(6) 2015, hysterectomy with bilateral salpingectomy.) And surgery ((B)(6) 2015, hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, dysmenorrhoea, dysfunctional uterine bleeding, migraine and headache outcome was unknown and the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, fatigue and abdominal pain had resolved. The reporter considered abdominal pain, device breakage, dysfunctional uterine bleeding, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events dysfunctional uterine bleeding, vaginal bleeding and dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('a segment of coiled metallic wire is present within the myometrium at the fundus'), uterine perforation ('migration/perforation') and pelvic pain ('pain') in an adult female patient who had essure (batch no. 787221) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: yaz and loestrin fe. Past adverse reactions to the above products included contraception with loestrin fe and yaz. Concurrent conditions included sarcoidosis since 2006 and stress urinary incontinence. Concomitant products included duloxetine hydrochloride (cymbalta). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2013, the patient experienced genital haemorrhage ("abnormal bleeding (general)") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("abnormal bleeding menorrhagia") and abdominal pain ("abdomen pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, uterine perforation, dysmenorrhoea, dysfunctional uterine bleeding, migraine and headache outcome was unknown and the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, fatigue and abdominal pain had resolved. The reporter considered abdominal pain, device breakage, dysfunctional uterine bleeding, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events dysfunctional uterine bleeding, vaginal bleeding and dysmenorrhea. Most recent follow-up information incorporated above includes: on 24-feb-2020: pif received. New event added" uterine perforation". Seriousness criteria removed for "genital hemorrhage." We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('a segment of coiled metallic wire is present within the myometrium at the fundus'), uterine perforation ('migration/perforation') and pelvic pain ('pain') in an adult female patient who had essure (batch no. 787221) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: yaz and loestrin fe. Past adverse reactions to the above products included contraception with loestrin fe and yaz. Concurrent conditions included sarcoidosis since 2006 and stress urinary incontinence. Concomitant products included duloxetine hydrochloride (cymbalta). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced headache ("headaches"), migraine ("migraines") and fatigue ("fatigue"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2013, the patient experienced genital haemorrhage ("abnormal bleeding (general)") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdomen pain"), vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("abnormal bleeding menorrhagia"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, uterine perforation, dysmenorrhoea, dysfunctional uterine bleeding, headache and migraine outcome was unknown and the pelvic pain, abdominal pain, genital haemorrhage, vaginal haemorrhage, menorrhagia and fatigue had resolved. The reporter considered abdominal pain, device breakage, dysfunctional uterine bleeding, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events dysfunctional uterine bleeding, vaginal bleeding and dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jul-2020: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (batch no. 787221) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: yaz and loestrin fe. Past adverse reactions to the above products included contraception with loestrin fe and yaz. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("abnormal bleeding menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). The patient was treated with surgery to remove essure implant. Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and dysfunctional uterine bleeding outcome was unknown. The reporter considered dysfunctional uterine bleeding, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet was received. Events added from pfs- abnormal bleeding vaginal, abnormal bleeding menorrhagia, dysmenorrhea (cramping), pain, dysfunctional uterine bleeding. Lot number, historical drug were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.